Event description:
Output cable insulation caught fire in operating room during procedure; monopolar cable integra jarit g00-290. Fire was extinguished within a few seconds. Damage was confined to the cables connected to the esu. No pt injury. Esu outputs were checked after the incident and are within specs. Esu will be sent to MFR to rule out any issue.